Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: how was the bleeding diagnosed? Exam. How long post-op did bleeding occur? Post op day 1. What specific diagnostic testing was done? No. Was the bleeding intraluminal or intra-abdominal? Intra-abdominal. What was the cartridge selection to create the sleeve? Gold, green, blue. Was buttressing material used? No. Was there any issue with staple formation during procedure? No. What is the current patient status? No additional problems discharged without additional interventions.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon reported this morning that last week his patient experienced a post-operative bleed. The patient reportedly stayed in the hospital an additional two to three days. The patient did not require blood transfusion or re-operation. The case was completed with the initial device.